Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that when the cutter device package was opened, it was discovered that the device was crooked and could not be used. According to the reporter, the event occurred before use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the device lot number (f123062928) was inadvertently entered in the serial number field. The lot number has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device availability was inadvertently documented as jul 26, 2016 in the initial report. The date returned to manufacturer was corrected to aug 11, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the cutter was bent on the distal end. During the failure assessment, the external features of the device were visually inspected. It was observed that there were black, discolored areas on the cutter surface. It was further observed that the amount of discoloration on the surface of the device indicated that it was exposed to a high moisture environment; such as steam autoclave prior to or after the use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.